Manufacturer narrative:
Updated fields - b4, b5, d8, g1 (contact person ¿ mfg site), g3, g6, h2, h3 , h6 (type of investigation, investigation findings, component codes , investigation conclusions), h11. Corrected fields - e1 (event site postal code) was inadvertently submitted. A getinge field service engineer (fse) was dispatched to evaluate the unit. According to the inspection the probable root cause of the defect is motor control board defect. Method of eliminating the defect: inspection of the device is necessary and then replacement of the defective component. Waiting for the customer for accepting the quotation.

Event description:
It was reported by customer that during use the cs300 intra aortic balloon pump had displayed low vacuum alarm followed by electrical code error 50. There was no injury or threat to the patient or other person. Use another device cs100 pump to continue therapy.

Event description:
It was reported by customer that during use the cs300 intra aortic balloon pump had displayed low vacuum alarm followed by electrical code error 50. There was no injury or threat to the patient or other person. Use another device.

Manufacturer narrative:
Due to character limit in the e1 section the full initial reporter names are (B)(6). A supplemental report will be submitted upon the completion of investigation.

Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2 , h11 , h6 ( medical device ¿ problem code ,investigation findings , component codes ).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation findings, component codes), h11 a getinge field service engineer (fse) checked the device and performed to rule out an electronic board error. Board error ruled out. On 30.07.2025, after consultation with the customer, the compressor from the customer's cs100 was tested. After using the compressor, the device was functional again. Compressor defect confirmed. After agreement with the customer, the compressor was left in the cs300 device, a safety and functional check of the device was performed according to the valid service manual and according to the manufacturer's recommendations. On 04.08.2025, a price quote for the compressor replacement was sent. On 09.10.2025, the service report was closed due to the previous non-acceptance of the price quote for the repair. In future if we receive any repair information will reopen and update the investigation.